Manufacturer narrative:
The customer¿s report of ¿detached from pump insertion site¿ was confirmed. Visual inspection observed that the separation occured between the silicone pump segment tubing and the lower fitment. The ring retainer was received with the set and a ring retainer indentation was observed around the end of the silicone pump tubing where the separation occured. The silicone pump tubing's inside and outside diameter was found to be within measurement specification. Functional testing could not be performed due to the sets separation and obvious leaking that would occur due to the separation. The root cause of the separation could not be definitively determined.

Event description:
The customer provided a photo of a note attached to a bag containing a primary set; the note stated, " detached from pump insertion site," and indicated the event date. Per the photo, it appeared that the safety clamp was separated from the silicone segment. Although requested the customer did not indicate whether any patient harm or medical intervention occurred.

Manufacturer narrative:
Patient information: although requested, the customer was unable to provide any patient demographics. The customer¿s complaint that the safety clamp separated from the silicone segment was confirmed. The set was not received however the customer¿s photo was evaluated and the reported separation was observed to be from the silicone segment to the lower fitment. The root cause of this failure was not identified.

Event description:
The customer provided a photo of a note attached to a bag containing a primary set; the note stated, " detached from pump insertion site," and indicated the event date. Per the photo, it appeared that the safety clamp was separated from the silicone segment. Although requested the customer did not indicate whether any patient harm or medical intervention occurred.